Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once. Visual and tactile methods seemed adequate, however fluoroscopy inspection revealed an infold to almost the fourth node (reported as 3 and a half nodes) however it was determined to use the valve to see if it would resolve during deployment. A pre-implant balloon aortic valvuloplasty (bav) was not performed. Upon the initial deployment, the infold was still noted. Of note, an attempt made to align the commissures. The valve was recaptured and redeployed three time. Eventually the valve was removed from the patient. A new valve and delivery catheter system (dcs) were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011404207); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint was received at medtronic¿s quality laboratory inside its original jar filled with clear solution. Visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were flexible and intact. Signs of frame imprints were noted on the outflow of leaflet 2. All leaflets were in a closed position with a gap at the point of coaptation. All commissures appeared intact. The valve was submerged in warm saline to reset the frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no frame anomalies were noted. The valve was subsequently fully deployed; no anomalies were identified. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Eleven fluoroscopic media images were submitted to medtronic for review. The patient summary was provided for anatomical review. Of note the annular perimeter is reported to be measured at 96mm. The annulus perimeter for the bioprosthetic valve is 81.7mm-94.2mm. This would be considered an off-label case. Fluoroscopic valve load of first delivery catheter system (dcs) with overlap up to the fourth node. This would be considered an unacceptable load. Imaging shows the infold from the misloaded valve and the new fluoroscopic valve load that is free from overlap and would be considered and acceptable load. An image shows the second medtronic bioprosthetic valve at 80% free from infold. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A root cause for the infolding was likely related to a loading error. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.